Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed wound dehiscence and an infection. Nevro attempted to obtain a medical assessment regarding the nature of the incident but no additional information was available. The device was removed and the patient has recovered without sequelae.